Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deployment difficulties were encountered and the patient required additional surgery. A 6x200x 130mm innova¿ stent was selected for a procedure in the superficial femoral artery (sfa). Deployment was initiated and the stent partially deployed. In attempts to retract the catheter, part of the stent fractured and was left in the patient. As a result, the patient was sent for surgery. The physician performed a cut down and removed the fractured stent. No further patient complications were reported and the patient¿s status fine.